Event description:
It was reported that a central venous catheter was inserted uneventfully via the right internal jugular using a 45 cm arrow guidewire without resistance. A tee was performed and fluid was noted around the heart. The physician opened the pericardium and verified that fluid was around the heart and found that the central venous catheter was protruding through the right atrium. The catheter was removed. A stitch was made to suture the hole. No complications were reported.